Event description:
It was reported that the patient was on ventilator and was getting low tidal volume and low minute ventilation. Patient was bagged immediately to troubleshoot ventilator and patient. Ventilator had to be replaced for a drager v800. There was no patient harm reported.

Manufacturer narrative:
File identification: (B)(4). There was no patient harm was reported. The suspect device was returned for evaluation however, customer was able to provide log files for further investigation. Analysis of the logs revealed waveforms corresponding to the plv and low vt alarms, confirming that delivered volumes were being limited to below 400 ml at the time of the alarms. While alarm settings were unavailable, the pressure readings suggested that the ventilator was reaching approximately 5 mbar below the set ppeak alarm threshold, triggering the plv alarm. Per section 8.6 of the IFU bellavista 1000 us english, this is the expected behavior of the ventilator. Based on the trending data, the ventilator is functioning as expected. The customer's reported complaint was unable to be confirmed as there was no failure detected, and the device operated within specification.